Event description:
A nurse reported that during cataract surgery, the tubes were obstructed and water was unable to flow through. The staff replaced the cassette to continue and complete the surgery. There was no harm to the pt. Add'l info was requested, however none has been provided to date.

Manufacturer narrative:
The investigation is in progress. A sample has been received and is awaiting eval. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).